Event description:
Allegedly, on (B)(6) 2026, the patient experienced pain while sitting at home on a relatively low sofa. Upon examination at the hospital, it was found that the g26 cup had dislocated. On (B)(6) 2026, the revision surgery was conducted. The doctor commented as follows; since implantation of the device, the patient had been living without issues, and it is believed that strong force generated during deep hip flexion led to the dislocation. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.